Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, an 840 ventilator's lower display became blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications. The replaced gui pcb was returned to medtronic/covidien for evaluation. The reported condition was confirmed.